Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery, on a transection, the stapler was not able to fire. They changed the handle to complete the case. There was no patient injury.